Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the distal end/electrodes of the lead were extrinsically damaged, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated apparent explant damage. All electrical testing was within specified parameters.

Event description:
It was reported that shortly after implant the right ventricular (rv) lead threshold increased and was high. Sensing was also variable. Repositioning was attempted but parameters were poor. The lead was removed and tissue was observed in the helix of the lead. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.